Event description:
It was reported the clip holder is broken. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; two side bail covers are broken. Analysis also found main pcb (printed circuit board) is contaminated. Lcd (liquid crystal display) is contaminated/defective (segments missing). The ring cover is broken. Upper and lower cases are broken/contaminated. (B)(4).